Event description:
It was reported that during the procedure the subject coil could not be detached. The operator tried to remove it by withdrawing it back into the catheter, but had difficulty. The subject coil kicked out of the aneurysm, detached and the operator lost it from the catheter. The subject coil was partially in the aneurysm and partially in the artery. The operator used a snare device to remove the subject coil from the patient's anatomy. Upon inspection, it was found to be stretched. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that 3 attempts were made to detach the coil with the power supply, no damage was sustained to the delivery wire during use, it is unknown whether any thrombus or other embolic agents were present on the coil detachment zone, the delivery wire and microcatheter markers were verified to be properly aligned under fluoroscopy, the power supply was maintained in a stable position, and a microcatheter was used with the subject coil. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported events: ¿main coil failed/unable to detach', 'main coil stretched', 'main coil prematurely detached/separated during use' and 'main coil protrusion'.

Event description:
It was reported that during the procedure the subject coil could not be detached. The operator tried to remove it by withdrawing it back into the catheter but had difficulty. The subject coil kicked out of the aneurysm, detached and the operator lost it from the catheter. The subject coil was partially in the aneurysm and partially in the artery. The operator used a snare device to remove the subject coil from the patient's anatomy. Upon inspection, it was found to be stretched. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.